Manufacturer narrative:
Additional information was received on 6/9/2016 that the customer's blood glucose level was impacted due to switching over to manual injections (348 mg/dl). The customer delivered a manual injection for corrected to elevated bg level. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level at the time of the call. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.